Manufacturer narrative:
(B)(4). Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported via trial, that access was through the right femoral, balloon pre-dilatation was performed and then a 3.0 x 15 mm xience v stent was deployed in mid right coronary artery (cd2), inflation done at 14 atm. Artery symptomatic dissection was observed on the ostium of posterior interventricular (ivp) which was treated by balloon angioplasty. No additional information was provided.